Manufacturer narrative:
This medwatch is for suspect device in coaguchek xs system. Reference medwatch with (B)(4) for suspect device in coaguchek s system.

Event description:
Caller states the pt tested 2.1 inr on the coaguchek xs system and 2.9 inr on the coaguchek s system during duplicate testing. No treatment info provided. No adverse event reported. Requested return of suspect system, however, strips are unavailable for return.